Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: poland. The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during that the patient was revised for an unknown reason. There was harm/injury to the patient as the patient had to underwent additional surgical/medical intervention. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. H6: component codesproposed code: mechanical (g04)- im nail. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.